Manufacturer narrative:
Device available for evaluation; returned to manufacturer on 10/18/2017. Device evaluation: the guide wire was not able to proceed past the hub. Device is still patent because air will pass. The balloon successfully inflates and holds air.

Manufacturer narrative:
Patient weight unavailable . Notification has been marked in this field to indicate this complaint is part of a voluntary field action.

Event description:
A bridge device was retrieved from the packaging and tested. The guide wire failed to pass through the hub of the bridge balloon. A second bridge balloon was opened and used in the procedure. No reported patient injuries.